Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced. The assignable cause was determined to be a software failure. No repair was necessary for this condition. Additional information: additional investigation is being conducted through (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an 804:26 failure code. This condition has the potential to cause an interruption of delivery. It is unknown when this condition occurred in the pediatrics care area. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is colleague 2006(6.13.90).